Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(4) - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.13mm and left coronary cusp (lcc) was 5.21mm. After the valve was deployed the patient went into a complete heart block. The balloon tip temporary pacing wire was replaced with an active fixation lead. On (B)(6) 2026, a permanent pacemaker was implanted. The following day, ECG noted that a left bundle branch block replaced the complete heart block. The patient was then discharged on the same day.